Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had flipped and this implantable defibrillation lead had been pulled back to where it was sensing in both the atrium and the ventricle due to twiddler's syndrome. The patient began having vt episodes starting in (B)(6) 2020, indicative of oversensing. The ICD remains in service, and the implantable defibrillation lead was surgically abandoned and replaced. No additional adverse patient effects were reported.